Event description:
Information received from the field does not address the patient's clinical status but notes that dashes (---) were noted for parameters. Reprogramming, emergency vvi and microprocessor download were unsuccessful. Therefore, the device was replaced.